Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.470" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint regarding harmonic tip broken was confirmed by failure analysis. The probable root cause of the broken instrument blades and detached fragments are attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace tip was broken. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial complaint confirmed that no fragments fell into the patient, with the customer verifying that the missing material or damage occurred outside of a surgical procedure. There were no reports of fragments falling from the device while it was used within a patient. Consequently, no actions regarding fragment retrieval were necessary. Additionally, the patient has not returned to the hospital due to post-surgical complications related to the retention of foreign material.